Event description:
It was reported that stent deformation occurred. A 3.00x32mm promus element plus stent was selected and deployed to treat the target lesion in the proximal to mid anterior descending artery. An atlantis intravascular ultrasound catheter was then advanced; however, the catheter made contact with the proximal portion of the stent causing deformation. The physician implanted another promus stent, overlapping. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).